Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation of material # 367812, batch # 0059345. Therefore, 29 retention samples from bd inventory were evaluated by visual examination and stopper pullout testing and the issue relating to stopper pop-off was not observed. Zero (0) out of the 29 retention samples failed the stopper pullout testing and the batch did not exhibit caps loose, thereby not confirming the reported issue of stopper pop-off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of loose caps / stopper pop-off through CAPA#1875009. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the stopper pops out of the tube. This event occurred 3600 times. The following information was provided by the initial reporter. The customer stated: "the 4ml device cap pops out."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the stopper pops out of the tube. This event occurred 3600 times. The following information was provided by the initial reporter. The customer stated: "the 4ml device cap pops out."